Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the internal packaging was found damaged resulting in compromised implant sterility.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This complaint was confirmed by review of provided device. Visual examination of the returned product/provided pictures show that the outer packaging carton has minor damage. The outer cavity is fractured along the rail. The inner cavity has a small break in the seal. Sterility has been compromised. Device history record (DHR) was reviewed and no discrepancies. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.